Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced hypoglycemia. Customer¿s blood glucose was 48 mg/dl. The customer did not experience any symptoms related to the low blood glucose. The customer was treated with the glucose. Troubleshooting was declined for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.